Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patient details were not crossing over. A technical support specialist (tss)found two nurse units pain mngt (with trailing space) and pain mngt (without space) causing patient display issues on station. The unit without space was deleted, but the one with space keeps reappearing via new adts (e.g., ptids (B)(6)). This seems to stem from ngpp trimming unit names to 10 characters, introducing a trailing space. To resolve this, the tss recommended creating a new unit named pain_mngt with an underscore, deleting both existing units, and re-admitting patients under the new one. The tss waited for hl7 message samples and interface access before escalating to iest. In the meantime, the customer requested to case closure as no further action was needed. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, multiple patient details not crossing over specific station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, multiple patient details not crossing over specific station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.